Event description:
Customer reported that the insulin pump's display was blank. Troubleshooting determined that the insulin pump's battery cap may have needed to be replaced. Blood glucose level was 445 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.